Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three single lapro-clips 12mm. The event report alleges the product was used in a surgical procedure. Visual examination of the three cartridges noted that the clips were fully formed but not completely deployed. Since the clinical instrument was not received the loading units were loaded into a pmv representative instrument and fired; the pushers advanced properly and deployed the clips. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a prostatectomy. The clip would not release from the clip applier. No patient injury noted.